Manufacturer narrative:
The complaint of a damaged catheter was confirmed, and the cause appeared to be associated with use. One 22ga insyte autoguard unit from lot: 5309608 was provided for investigation. The IV catheter was received separate from the retracted needle. Damage that was consistent with needle puncture damage was observed near the middle of the catheter. As the device exhibited evidence of use and what appeared to be blood residue in the catheter, the damage likely occurred during the insertion process. The instructions for use (IFU) indicate to not reinsert the needle into the catheter during the insertion process as damage may occur. No features were identified to suggest the catheter was damaged before insertion. A review of the inspection records and quality/manufacturing controls for the implicated lot indicated no issues with the manufacturing process. Manufacturing controls are in place to mitigate the occurrence of this type of failure. There were no other similar complaints from the implicated lot. The complaint has been documented and will continue to be monitored as part of ongoing efforts to identify potential manufacturing related issues. A review of our risk management documentation was performed and indicates that the potential risk of the reported event was assessed appropriately. Complaints received about this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the data collected for identification of emerging trends.

Event description:
No new information.

Manufacturer narrative:
G.4. K201075; k251654 b3. The date received by manufacturer has been used for this field. H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.

Event description:
It was reported that the needle pierced the catheter. While performing a peripheral IV stick into the patient's left ac, the patient started bleeding, yet I was in the vein with the catheter/needle because it was threading. The patient reported no pain or any unusual feeling. That is when I noticed the needle went through the catheter. I pulled the entire needle instead of retracting the needle because I wanted to make sure the catheter came out as well in case it was torn all the way through. I successfully discontinued the IV with catheter intact. Injuries or adverse event: no.